Manufacturer narrative:
Unit passed displacement test and self-test. Hardware low level failure alarm was present in the insulin pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate. Absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that insulin pump's beep did not work. The customer's blood glucose value was 200 mg/dl. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.